Event description:
The affiliate reported to please reference number (B)(4), this is the same product which was repaired 3 times but the same problem reoccurred. Serial number is (B)(4). By accident, the reporter had omitted ¿u¿ last time. It was returned after repair last may 2013. Complaints have been reported as follows. 1st symptom is that they cannot control power to change settings up and down. The 2nd symptom is that when they push down the foot pedal, the generator does not work. Once again it¿s the 4th time to report with the same complaint. Please see complaint (B)(4).

Manufacturer narrative:
Please be advised that the FDA system went down unexpectedly and we were waiting for confirmation from the FDA as to whether to resubmit. As of today january 17, 2014, confirmation was received to resubmit. Upon completion of the investigation, it was noted that the device is now 15.5 years old and is out of warranty therefore, the device is not eligible for repair. It was also noted that this device was substantially upgraded in 2012 with a new mother board and ecos. The supplier stated that the customer is experiencing end of life failure modes. According to the supplier¿s service records, the unit was very reliable for the prior 13 years. The device was not returned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.